Event description:
Customer reportedly received the following results on the aviva system within 18 mins: 27 mg/dl, 73 mg/dl, 33 mg/dl, 27 mg/dl, 29 mg/dl, and 332 mg/dl. Low blood glucose symptoms were reported with these results; customer was able to self treat between the 29 mg/dl and 332 mg/dl results. No adverse event related to the device reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.